Event description:
It was reported that during a procedure, the stapler locked up and the device had to be taken apart to dislodge if from the patient's lung. Also, while checking the patient for sponges before closing the patient up, a small piece of the device was found broke off in the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) without the original packaging or label. However, historical ordering data did show that one (B)(4) device had been sold to the user facility through our open-but-unused program. A loading unit for the stapler was also returned, however, there is no data showing this facility ever ordered the loading unit from sss. The black return knob on the stapler was pulled back to further open the jaws of the loading unit. Two deformed staples fell from the loading unit at this time, and two formed staples were observed within the loading unit jaws. The piece of the device which reportedly broke off in the patient was returned with the device. The complaint loading unit was compared with a sample loading unit where it was discovered that the "lower clamp button" had broke from the underside of the device. The handle was actuated in an attempt to move the jaws of the loading unit, but the device was locked out. The stapler has a safety interlock that prevents an empty single use loading unit from being fired a second time. The black return knob on the stapler was pulled back, which further opened the jaws of the loading unit. The handle was actuated fully at this point, and the device returned to its previous state (i.e., slightly closed and locked out). The jaws of the loading unit could not be fully closed through manipulation of the stapler. The loading unit was unloaded from the stapler and replaced by the sample loading unit. The black return knob was pulled back to open the sample reload. The handle was then squeezed completely to close the jaws. The green "push before firing" button was pushed, and the handle was actuated smoothly multiple times until the interlock mechanism activated. The jaws remained in the closed position until the black return knob was pulled all the way back, opening the jaws. The original manufacturer's instructions for use was reviewed where it was found to state the following: - when using the stapler more than once during a single surgical procedure, be sure to remove the empty endo gia universal single use loading unit and reload a new one. A safety interlock is provided that prevents an empty single use loading unit from being fired a second time. Do not attempt to override the safety interlock. - once the instrument has been completely fired, open the jaws by pulling the black return knob completely back. Since the stapler was able to function correctly once a new loading unit was inserted in the device, a possible root cause of the device locking up could be operator error and/or ancillary equipment error. The most likely root cause for the "lower clamp button" being found in the patient is mishandling which is supported by the information in the initial complaint that stated the user facility took the device apart to complete the procedure. The device history record for the returned stapler indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.